Event description:
On (B)(4) 2014 - per (B)(6): physician had removed a navarre pigtail catheter and was concerned that she had caused some damage to the pt. She claims that the string was left behind and wants to know what material the string is made of so that she can figure out what needs to be done. Emailed (B)(6). They responded with the following: the thread is made out of nylon. The most likely reason the string was left behind is that the hub was severed during the removal. This is a common method because it allows the pigtail to straighten and it is a lot easier than trying to unravel the string in the locking mechanism. Sometimes the string does get left behind during removal, but doctors have told me that it always extends beyond the skin and it is easy to pull out.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number had been provided by the complainant.